Manufacturer narrative:
The returned device was evaluated. During evaluation intermittent failures upon power cycle were found. Upon device power cycle, device mx software does not display, measurements cannot be obtained and measurements are not displayed. Settings can be changed but are not saved/stored when changed due to a known software anomaly. The software was updated and the unit functioned as designed.

Event description:
It was reported that the radical-7 sensitivity settings will not save after being altered on all profiles. Also reports that in about menu the 'serial number' and 'processor' fields are not populated with data. There was no known impact or consequence to patient.